Manufacturer narrative:
Evaluation of the device by carestream health concluded that there was no device malfunction and ths was due to misuse. The user attempted to drive the unit from the side instead of standing behind the unit to drive it properly. Proper driving techniques are documented in the product IFU. No further action is required.

Event description:
The user released the unit's drive handle and the device moved backward making contact with user's foot, outcome led to a broken toe. User required medical intervention for the injury.